Event description:
Per the (B)(6) clinical trial report, 11 months after the transapical deployment of a sapien valve, the patient collapsed. The patient was found to be pulseless by the paramedics arriving on the scene. This is in the context of worsening chf and a complex cardiac and neurologic medical history. The patient was not fully resuscitated and ultimately died of heart failure. The official cause of death was noted as cardiogenic shock. This was the second pea arrest experienced by the patient in a period of 6 weeks. Moderate to severe perivalvular leaks were seen on transthoracic echocardiogram (tte) after his first pea arrest. This was presumed to be related to CPR. The patient was not a candidate for shock due to status post permanent pacemaker. Prior tte (6 months after the sapien implant) described "two tiny paravalvular leaks". Again, this is all in the context of multi system organ failure with worsening chf and a complex cardiac and neurologic medical history.

Manufacturer narrative:
Additional information from the medical reports: at the time of implant, the valve was deployed in the intended position, with final result of mild perivalvular leak (pvl) and mild mitral regurgitation. At the 30 day follow up visit the tte showed mild aortic valve regurgitation. Perivalvular leaks were noted, primarily at near the former non-coronary and right-coronary cusps. The 6 month follow up tte revealed similar findings with mild pvl. A tte done during the patient's admission 7 months s/p tavr showed the aortic valve bioprosthesis well seated and without rocking motion, which appeared to open well. There was mild pvl. Six weeks prior to the patient's death, he had a witnessed pea arrest, with a prolonged hospitalization, during which he developed a c. Diff. Infection. The patient was ruled out for myocardial infarction. A tte showed significant regurgitation of the aortic valve (related to CPR). The patient was treated for congestive heart failure, and was discharged home after a 3 week hospitalization to a nursing home. Per the instructions for use for the sapien valve, congestive heart failure is a potential complication associated with bioprosthetic heart valves. Other conditions that can cause or contribute to the exacerbation of the chf are cad, mi, cardiomyopathy, htn, thyroid disease, kidney disease, diabetes. In this particular case, the exact root cause for the chf exacerbation is not known; however, per report it was likely related to the bioprosthesis moderate-severe pvl. The patient had a significant and complex medical history, including multiple cardiac conditions (i.e. Mi, CABG, vt s/p pacer, ICD, mds, kidney disease), which likely caused or contributed to the reported chf exacerbation. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. A complaint history for this type of event is reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.